Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On 1-jan-2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on 1-mar-2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted (lot no. B94867) for female sterilisation. The patient had a medical history of smoker, pelvic pain female, dysmenorrhea, parity 3, multigravida and small for dates baby. Previously administered products included: depo provera. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2226 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted insertion date of drug updated to (B)(6)2014 from (B)(6) 2011. Discrepancy noted removal date of drug updated to (B)(6) 2020 from (B)(6) 2020 the coil was activated per protocol. Proper coil placement was confirmed with three coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.936 kg/sqm. [Pathology test] on (B)(6) 2020: surgical pathology final report final diagnosis bilateral fallopian tubes, bilateral salpingectomies: bilateral fallopian tubes with paratubal cysts. Bilateral metallic devices consistent with essure devices. Specimen bilateral fallopian tube segments clinical information dysmenorrhea, chronic pelvic pain, patient has bilateral essure gross description: the first fallopian tube measures 7.5 x 0.5 cm. No paratubal cysts are identified. Sectioning reveals wire material with a pinpoint and patent lumen the second fallopian tube undisrupted into 2 portions measuring 5.8 x 0.3 cm. Sections through the tissue reveal a wire material and a pinpoint and patent lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted (lot no. B94867) for female sterilisation. The patient had a medical history of smoker, pelvic pain female, dysmenorrhea, parity 3, multigravida and small for dates baby. Previously administered products included: depo provera. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2226 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted insertion date of drug updated to (B)(6) 2014 from (B)(6) 2011. Discrepancy noted removal date of drug updated to (B)(6) 2020 from (B)(6) 2020 the coil was activated per protocol. Proper coil placement was confirmed with three coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.936 kg/sqm. [Pathology test] on (B)(6) 2020: surgical pathology final report: final diagnosis: bilateral fallopian tubes, bilateral salpingectomies: bilateral fallopian tubes with paratubal cysts. Bilateral metallic devices consistent with essure devices. Specimen: bilateral fallopian tube segments. Clinical information: dysmenorrhea, chronic pelvic pain, patient has bilateral essure. Gross description: the first fallopian tube measures 7.5 x 0.5 cm. No paratubal cysts are identified. Sectioning reveals wire material with a pinpoint and patent lumen the second fallopian tube isdisrupted into 2 portions measuring 5.8 x 0.3 cm. Sections through the tissue reveal a wire material and a pinpoint and patent lumen. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history and lab data added including pathology test. Reporter information added. Lot number and expiry date added. Non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.